Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Review of this MDR and/or additional information received shows the device in this report is not marketed/commercially distributed in the united states. Therefore, this event is only reportable for malfunction and not reportable for serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a foreign clinical study that there was a broken lead that required surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.